Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced.

Event description:
It was reported that the ipg was dead and unable to communicate with the charger. As such surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3 - date of event is estimated.